Event description:
A physician reported that, after intraocular lens implant procedure, a scratch was found on the iol optic that was visually confirmed. The surgery was completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
The product was returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Five used company cartridges were returned in a self-seal pouch. It was stated it was unknown which of the five returned cartridges were the actual complaint samples. The five used company cartridges were microscopically evaluated. None the cartridges exhibited any residual viscoelastic. This may indicate they were not filled per the instruction for use (IFU). The used cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. All five returned, used company cartridges had internal damage with disruption in the coating at the tips. A video was provided. The lens and cartridge preparation was not shown. As the lens unfolded a mark was observed on the posterior surface on the right side. An attempt is made to remove the mark. Part of the end of the area was lifted by the I/a tip, however the area was not removed. Unable to verify this was lens damage from the video. Qualified associated products were indicated. The root cause for the reported mark could not be determined. Based on the review of the video and the returned used company cartridges, the reported mark may have been internal coating material from the damaged company cartridge tips. None of the cartridges appeared to have been adequately filled with viscoelastic. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).